Event description:
Pt was undergoing heart catherization for angina and atw wire was used to cross the left circumflex stenosis. Wire position was lost and during the re-wiring of the artery, an episode of type c dissection to the mid-left circumflex artery was noted proximal to the lesion. Following two unsuccessful attempts to cross the lesion with different guidewires, balloon intervention was used and the lesion was successfully stented with a des. Pt was discharghed home the following day.